Event description:
Customer reportedly received results of 94 mg/dl and 182 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer did not have any test strips left; replacement was sent.